Event description:
It was reported that the patient 's right atrial (ra) lead exhibited loss of capture. X-ray imaging was performed and revealed that the ra lead had dislodged. The lead was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
The lead was returned due to dislodgement. Final analysis found that as received, a complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning and applying the torque directly to the connector pin, the helix was able to extend and retract. The full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies. Correction: for h6 coding and h11 analysis narrative.